Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled from the right ventricle apex and moved to the rv floor. The sensing of the lead dropped significantly as a result. The rv lead was repositioned. The right atrial (ra) lead lost slack but still had adequate sensing and thresholds. The lead was given additional slack at the time of the rv lead revision. The rv and ra lead indicate remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.